Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past week. The customer¿s blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy and monitor the battery.